Event description:
It was reported that the customer had a air bubbles anomaly on the insulin pump. The customer's blood glucose level was 149 mg/dl. The customer said the reservoir are creating air bubbles, she noticed that with 2 of the reservoir. The customer stated that when she fills in the reservoir she gets rid of air bubbles. The customer was advised to keep insulin in fridge and leave it at room temperature 15 minutes prior to filling in the reservoir to avoid air bubbles formtion. The customer was advisec that we will replace 2 reservoir and 2 silouhette.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.